Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump powered up properly after the test battery was inserted. The pump was programmed and monitored for 2 days. No blank display noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 29-may-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 29-may-2025 in the pump history file and found 4 lost sensor alert on 05/28/2025, 1 lowbatteryalert (104) on 05/28/2025 22:26:00.000 1 changebatteryfault (73) on 05/29/2025 03:53:00.000 2 offnopower (11) on 05/29/2025 04:24:00.000 and on 05/29/2025 04:34:00.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly lost sensor alert noted. Low battery alert was expected due to the customer's battery in the pump is low on power. [Per freger, mark ¿ r&d engineer: pump error 73 (filenum/linenum=33/794) was generated since backup battery threshold was lower than 3.7v ( detailed trace #549440) - suspecting the hw ( weak backup battery).] The internal lithium battery was tested outside of the device and passed at 0.69 ohm. Changebatteryfault (73) on 05/29/2025 03:53:00.000, problem isolated to the electronic assembly. Off no power was expected due to battery power depleted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The power connector was plugged in properly. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Display anomaly-blank display not confirmed. Power problem-battery loss confirmed - when performing the history review 1 week prior to the event date 29-may-2025 found changebatteryfault (73), problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced anxiety and depression. The customer also reported that the insulin pump had a blank display. The customer was treated with hospitalization. The event involved product(s) mmt-1884l. Troubleshooting was performed, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.